Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3ml syringe luer end was deformed. The following information was provided by the initial reporter: 3 cc syringe has warped luer end. Very difficult to attached filtered needle and unfiltered needle to.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-aug-2023. H.6. Investigation summary: one sample and photos received by our quality team for investigation. Through visual inspection, luer tip of the syringe is observed to be damaged, which causes the needle to be unable to be assembled to the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with damage in the assembly machine. Bolt alignment will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 3ml syringe luer end was deformed. The following information was provided by the initial reporter: 3 cc syringe has warped luer end. Very difficult to attached filtered needle and unfiltered needle to.